Manufacturer narrative:
Investigation summary: customer returned (1) loose 1cc, 6mm syringe. Customer states that when plunger cap was removed, the plunger rod fell out of syringe and could not see the stopper inside of the barrel. The retuned syringe was examined and exhibited a missing stopper, which could cause the plunger rod to fall out of the barrel. A review of the device history record was completed for batch# 5229532. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200607088, 200607282, 200607150] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 20nov2019, holdrege received photos of 1.0ml 31g, 6mm syringe with lot #5229532. Visual inspection of photos found the stopper missing from the plunger rod. The plunger rod tip is intact with no visible damage. The plunger rod and stopper are assembled at the assembly machine. Rubber stoppers are fed via rail to a dial then held in place with vacuum pressure. The plunger rod is fed into the dial and pressed on to the stopper as it rotates then releases the assembled plunger rod with stopper to the assembly dial. Review of DHR files found no quality notifications related to this complaint. Unable to determine root cause of missing stopper. Acr19-04-008 created manual ejection station to remove syringes with damaged plunger rod tips or missing stoppers was installed after the date of manufacture for lot #5229532. Complaints received for this device and report condition will continue to be tracked and trended. Information will be captured and trend on reports monitored."

Event description:
Material no. 324912. Batch no. 5229532. It was reported that during use of the bd veo¿ insulin syringe with the bd ultra-fine¿ needle when plunger cap was removed, the plunger rod fell out of syringe and could not see the stopper inside of the barrel. The following information was provided by the initial reporter: consumer reported when she removed the plunger cap, the plunger rod fell out, she could not see stopper inside the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 324912, batch no. 5229532. It was reported that during use of the bd veo¿ insulin syringe with the bd ultra-fine¿ needle when plunger cap was removed, the plunger rod fell out of syringe and could not see the stopper inside of the barrel. The following information was provided by the initial reporter: consumer reported when she removed the plunger cap, the plunger rod fell out, she could not see stopper inside the barrel.